Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed inside six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported the foreign matter that dropped into the "container" potentially "came from the lock hole". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture between may 04, 2019 to may 06, 2019 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.